Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. It also had a corroded motor home switch, scratched on display window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the display went blank and the buttons became unresponsive after the insulin pump was dropped in water. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.